Event description:
The customer reported air leakage at the boot section of the video connector during maintenance involving an olympus camera head. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.